Event description:
After insertion, leakage was noted around the catheter hub. The catheter was removed and, upon removal, the catheter separated from the hub.

Manufacturer narrative:
Additional information has been requested, but no other information is available. Upon completion of the investigation, a supplemental report will be submitted.